Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of dyspnea, hypersensitivity, nausea, and pain are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that 3.0 x 18 mm xience alpine stent was implanted on (B)(6) 2015 in a left anterior descending artery. On an unknown date the patient reported that he has not felt well since and has redness and tiny blisters. Additionally, there is an irritation in his chest along with shortness of breath, nausea and pain in his torso and ribs, and weakness. An allergy test was performed and he is not allergic to nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). Alert date has been changed from 06/01/2016 to 08/31/2016.